Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's display was solid white and the customer could not see anything. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a steady white light with lines on the display due to cracked lcd glass. Analysis was unable to perform functional testings due to steady white light display. The insulin pump was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and damaged keypad overlay texture.